Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50x32mm synergy ii drug-eluting stent was selected for use. However, it was noted that the device was fractured during unpacking. No patient complications were reported. It was further reported that crossing difficulties were encountered.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50x32mm synergy ii drug-eluting stent was selected for use. However, it was noted that the device was fractured during unpacking. No patient complications were reported. It was further reported that crossing difficulties were encountered. It was further reported that the stent was fractured on its way out either due to the guidelines or release valve.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 2.50x32mm synergy ii drug-eluting stent was selected for use. However, it was noted that the device was fractured during unpacking. No patient complications were reported.